Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture/deflation". This report is for the left side. The device has been explanted.

Manufacturer narrative:
Clarification to partial date of occurrence b3: (B)(6) 2024 was provided. Clarification to partial date of implant d6a: 2009 was provided.

Event description:
Allergan aesthetics received a report via nbir of a left side "rupture/deflation" which was replaced.